Event description:
It was reported the camera head was not working or you can't see anything. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: damaged cable insulation and cable failed leak test based on the results of the investigation, it is likely the following led to the malfunction: the device had "image issues" due to defective ccd. The most probable root cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head was not working or you can't see anything. The issue occurred during reprocessing. There were no reports of patient involvement.